Manufacturer narrative:
The customer reported using the same circuit on two different sipap machines with no failure detected with the devices, so this report reflects one of the devices used during the incident. Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. Device evaluation: the reporter's facility conducted an investigation of this reported issue. After testing the involved circuit on different sipap devices, the end-users concluded that the reported issue was likely due to a fault in the circuit. The external manufacturer of the circuit has been notified of this reported issue involving their product.

Event description:
It was reported to carefusion that the "pressure high" function was not working on the biphasic and apnea mode on this infant flow sipap device. The customer stated that no injury or harm resulted from this reported issue, but six days after this issue occurred the patient expired due to their existing medical condition.